Manufacturer narrative:
(B)(4). Date sent: 1/21/2020. Investigation summary: ten each of 0014m lot number 193351 were received for evaluation. The devices were new in sealed pouches. The actual device used during the event was not returned. The devices were found to be within specifications. The complaint is unconfirmed.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during surgery, the electrode 0014m together with medtronics force triverse (ft3000) started to spark and created a small flame. No fluid or anything else caught fire. It was reported there were no patient consequences. It's unknown whether the procedure was delayed or completed successfully, or if fragments were generated and easily removed without additional intervention. It's unknown whether other medical intervention was required.